Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user recently began using the ilet and experienced hypoglycemia with a lowest reported blood glucose of 45 mg/dl, during which she ingested five glucose tablets and a piece of cake; she asked whether the ilet continued to dose insulin at that time and was informed that the system stops additional insulin dosing below 70 mg/dl and is still learning her insulin needs. Symptoms included low blood glucose without loss of consciousness or other acute effects. Outcomes included transient impairment requiring oral carbohydrate intervention without medical treatment, hospitalization, or ketone testing, and glucose subsequently trended upward. Investigation included troubleshooting and user education focused on confirming glucose with a fingerstick and avoiding overcorrection that could lead to glycemic fluctuation. Investigation of this case revealed no device malfunction and suggested that algorithm learning and rapid carbohydrate intake could contribute to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.